Event description:
On april 28, an amazon customer commented that the product was false negative. The customer said that these tests originally expired in december and was not accurate test at all. The user tested himself/herself and his/her kid and they both came back negative with these tests, both confirmed positive by quickvue and binaxnow at home antigen tests. The customer has complained that don't recommend these tests, saying how many people are infecting others because of these tests, and false negatives are scary. Importer comments: this is reporter's kid case. The reference of this report is (B)(4). Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.